Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced infusion flow blockage at tube event on (B)(6)2024 . No further information available .